Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was having leakage incontinence and was trying to check to see if their therapy was on, but was getting poor communication. Patient tried the programmer with their antenna and got poor communication and could not check it out with the antenna by themselves. It was noted that patient did not feel stimulation, but usually only felt the stimulation when they were adjusting it. Patient's return of bladder symptoms was mentioned to have began the previous week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient stated the circumstances that led to not feeling stimulation/sudden return of leakage incontinence symptoms/ poor communication would come and go. The patient reported the steps taken to resolve the not feeling stimulation/sudden return of leakage incontinence symptoms/poor communication were that they had to disconnect for an MRI and the nurses in the hospital assisted. There were no further complications reported/anticipated.